Event description:
The surgeon at the clinic, alleged the following event to the french competent authority ansm: "a pt underwent a revision surgery because of metallosis."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00866.